Manufacturer narrative:
(B)(4). Additional information: based on the received information, a damage to the active electrode, possibly caused by device minute mobility, is suspected. However, since the number of affected channels is low and the device seems to be functional, the patient will explore programming options before considering re-implantation. The concerned device remains implanted and in use.

Event description:
It is reported that in -itu measurements show multiple hi electrodes.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It is reported that in situ measurements show multiple hi electrodes. A f/u appointment is scheduled for (B)(6) 2015.